Event description:
It was reported that a dissection occurred. A 3.00x16mm promus premier stent was successfully deployed at 11atms in the severely tortuous proximal to mid circumflex (cx). After the stent was deployed, the final angiography shot was being taken and it was noted that the stent looked well positioned and apposed; however, there was slow refill of the cx and a possible perforation or dissection. An echocardiograph was performed and it was determined that it was not a perforation but rather a dissection that was distal to the stented area. The patient was monitored for 35 minutes and the dissection still looked like it was there. The patient coded and a balloon pump was placed. The patient was taken to the intensive care unit on balloon pump, ventilator and IV drip support. The patient¿s current condition is stable.

Manufacturer narrative:
Age at time of event: over 18 years. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).